Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alarm and shut off. Biomed cycled the power several times. The device beeps, but the screen was black and was not plugged into the bed but to the wall outlet. The nurse stated that they had another device to use.